Manufacturer narrative:
The device is not available for analysis. This report is filed april 28, 2014.

Event description:
Per the clinic, the patient experienced discomfort with device use due to itching sensation around the implant side. The patient underwent revision surgery (date not reported) to receive a longer abutment.